Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual daily injection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.